Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure. The procedure was performed on (B)(6) 2012. According to the complainant, during the procedure, the balloon was attempted to be inflated in the patient's esophagus, however contrast was noticed leaking out of the balloon. It was reported that balloon was removed from the patient and that a second cre balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results visual and functional evaluation of the returned device was performed. The balloon was inflated with an alliance syringe with no issues. No damage was noted to the balloon portion or catheter portion of the device. The reported event that the balloon leaked and could not be inflated could not be confirmed. However, balloon inflation issues can occur due to procedural or anatomical factors encountered during the procedure which limit the performance of the device (e.g. Tortuous anatomy). Therefore, the most probable root cause for this complaint is operational context. Based on the investigation results, which indicate that there was no damage to the device, this is no longer considered a reportable event. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure. The procedure was performed on (B)(6) 2012. According to the complainant, during the procedure, the balloon was attempted to be inflated in the patient's esophagus, however contrast was noticed leaking out of the balloon. It was reported that balloon was removed from the patient and that a second cre balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4). Balloon leak. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.